Manufacturer narrative:
The customer sample was not available for evaluation. It is vital to the investigation that the customer sample be available for examination and testing. As no lot number was provided; therefore,  we were unable to review the device history record. An analysis of the complaint data since (B)(6) 2015 to present demonstrates that this is the first time that this type of issue is reported from unknown jp drain catalog. The non-conformance report data was also reviewed for the same time period and no issue that could be related to the condition reported were found. Root cause for the reported concern cannot be identified with the amount of information available. It was concluded for samples evaluated from incidents investigated in other product codes for the same condition that this type of failure is commonly cause by product mishandling during surgical procedure.  As preventive actions, the customer will be provided with a copy of the instructions for use. It is recommended to strictly follow the instructions provided in the instruction for use (IFU) data included with the product to ensure drains are properly used. According to the instructions for use (IFU). ¿drains or tubing should not be handled with any instruments. This can lead to tearing, warping, or weakening and subsequent breakage of the drain. To facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow, steady pressure. Excessive force may result in breakage. During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage. Leaving the drain implanted for any period of time which allows for tissue ingrowth around the drain and into the holes, may cause breakage on removal.¿ we will continue to monitor trends and utilize the information as part of continuous improvement.

Event description:
Nurse practitioner removed jp drain from patient. She then advised primary rn that patient would need stat CT head to evaluate for possible retained drain for fragment. Patient taken to surgery and drain fragment was removed. Patient doing fine as of (B)(6) 2016.